Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that it could not be denied that decreasing corneal endothelial cell count readings are possibly associated to the shunt. The surgeon has indicated that the event is non-serious and no treatment is required.

Event description:
A surgeon reported that approximately a year following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris. The gfd remains implanted. The pt experienced postoperative hypotony. Additional info has been requested.

Manufacturer narrative:
The manufacturer's internal reference number is (B)(4).

Event description:
In a follow up, the surgeon indicated that the event is related to device and the event continues.

Manufacturer narrative:
Evaluation summary: no sample was returned as the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).